Event description:
Reporter calling, stating they were "contacted by a pharmacy" that a patient had a "defective" freestyle libre sensor and the pharmacy was contacting them to obtain a replacement sensor. Reporter states they were not given any patient information, nor specific device identifying information, only that the freestyle libre sensor was "defective". Reporter states they were not informed of any patient harm or adverse effects.